Event description:
Healthcare professional reported, "barium swallow seen by [surgeon] shows slip, for repositioning." The aps band was repositioned seven days later and remains implanted. Follow-up findings: the patient was seen for night cough, maladaptive eating increase heartburn. The patient had been experiencing the symptoms for about 6 to 12 months prior to seeing the surgeon.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, cough and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.